Event description:
A surgeon reported a patient with a postoperative refraction of +6.00 following an intraocular lens (iol) implant procedure. The lens looks "good." The surgeon plans to exchange the iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The lens serial number was provided. Results from the product history record review indicated the product met release criteria. The file also indicated the use of a cartridge, a handpiece, and an unk viscoelastic. The models of cartridge and handpiece are unk. Not enough information was provided to conduct a review of the cartridge and handpiece lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).